Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a nrg transseptal needle was selected for use during an index procedure. The nrg transseptal needle was unable to cross the atrial septum. A heparin was administered to the patient prior to the procedure. Crossing the septum was not possible with intracardiac ultrasound (ice) imaging catheter. However only watchman fxd curve access system double was attempted, non-successfully. No further information provided. No patient complications were reported. The patient was discharged next day. The device is not expected to be returned for analysis. The ice assessment revealed two left atrium appendage lobes of unspecified morphology with an ostium diameter of 19.5 mm and length of 18.9 mm. The patient was on aspirin prior to consent and screening of the study. The patient also had a medical history of hyperlipidemia, controlled hypertension, abnormal renal function, chronic obstructive pulmonary disease, recurrent anemia requiring transfusion, coronary artery disease and angioplasty intervention (most recent: 2019). Study name: (B)(4) , patient ID (B)(6).

Manufacturer narrative:
The fields were updated. Thus, a supplemental MDR is field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a nrg transseptal needle was selected for use during an index procedure. The nrg transseptal needle was unable to cross the atrial septum. A heparin was administered to the patient prior to the procedure. Crossing the septum was not possible with intracardiac ultrasound (ice) imaging catheter. However only watchman fxd curve access system double was attempted, non-successfully. No further information provided. No patient complications were reported. The patient was discharged next day. The device is not expected to be returned for analysis. The ice assessment revealed two left atrium appendage lobes of unspecified morphology with an ostium diameter of 19.5 mm and length of 18.9 mm. The patient was on aspirin prior to consent and screening of the study. The patient also had a medical history of hyperlipidemia, controlled hypertension, abnormal renal function, chronic obstructive pulmonary disease, recurrent anemia requiring transfusion, coronary artery disease and angioplasty intervention (most recent: 2019). Study name: (B)(6), patient ID (B)(6).